Event description:
It was reported that the patient suffered syncope. Interrogation indicated unstable threshold with loss of capture when the patient took deep breaths. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5592 implantable pacing lead, (B)(6) 2012; addrl1 implantable pulse generator (ipg), (B)(6) 2012. (B)(4).